Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was hospitalized for dizziness and syncopal/presyncopal events. Upon investigation, noise on the unknown right ventricular (rv) lead was oversensed resulting in up to two seconds of asystole. The sensitivity was reprogrammed. No additional adverse patient effects were reported.